Manufacturer narrative:
Unit received with broken reservoir tube lip, missing reservoir tube o-ring, missing retainer, pillowing keypad overlay and scratched case. Unit p-cap or test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was cracked. Customer reported that the reservoir was able to locking in place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.